Event description:
Customer reportedly obtained results of 311mg/dl, 117mg/dl, and 149mg/dl within 10 minutes on the same device. No action was taken based on the device results. No adverse event was reported and no treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.